Manufacturer narrative:
(B)(4). Analysis: inspection of the valve, as received, shows the disc off the inflow pivot (on the inflow side of left pivot) and blood elements present. Visual exam of the collet (the valve holder) noted three of the four "towers" exhibited material damage and dents. The material damage could have happened if the collet was engaged with the disc (rather than into the housing) prior to rotating the valve at implant. The collet was returned attached to the plastic handle. Because the disc was off the pivot of the valve as received no measurements could be taken of disc capture dimensions, disc open angle, or static leak. Visual inspection shows scratches and gouges on the structural member, the pivots and the housing of the device as received. The torque to rotate the valve's sewing ring as returned was higher than the torque measured at the time of the manufacture. Medtronic cannot determine when the disc slipped off the pivot, but it is very unlikely the product was shipped in that condition. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion. No patient event, valve abandoned prior to implant. Device received in a manner that rendered product evaluation inconclusive; while an exact cause cannot be determined for the reported product problem; it likely was related to the implant procedure.

Event description:
Information received indicates the device was abandoned at implant because the valve was difficult to rotate. Following rotation the disc would not open. The valve was intra-operatively replaced with no patient consequence reported.